Manufacturer narrative:
Literature article: "multicentre short- and medium-term report on the device closure of a post-myocardial infarction ventricular septal rupture ¿ in search of risk factors for early mortality." B2 - date of death is estimated. B3 - date of event is estimated. As reported in a research article, "multicentre short- and medium-term report on the device closure of a post-myocardial infarction ventricular septal rupture ¿ in search of risk factors for early mortality", a 22mm amplatzer post-infarct muscular vsd occluder was implanted to close a ventricular septal rupture (vsr) in a 69-year-old patient. It was reported that on an unknown date. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Some peri- and post-procedural complications reported include death, residual shunt, device migration. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "multicentre short- and medium-term report on the device closure of a post-myocardial infarction ventricular septal rupture ¿ in search of risk factors for early mortality", was reviewed. The article presented a case study of a 69-year-old patient. It was reported that on an unknown date, a 22mm amplatzer post-infarct muscular vsd occluder was implanted to close a ventricular septal rupture (vsr). A few minutes after the device was released, the device dislocated obliquely into the right ventricle apex and resulted in a significant small residual shunt. It was then reported 21 days post-procedure, the patient passed away due to multi-organ failure. The article concluded that procedure of vsr device closure demonstrates an acceptable technical success rate; however, the incidence of severe complications and early mortality is notably high. Older patients in poor hemodynamic condition and those with unsuccessful occluder deployment are particularly at a higher risk of a fatal outcome. The prognosis after early survival is promising. [The primary and corresponding author was michal galeczka, medical university of silesia in katowice, silesian centre for heart diseases, 9 curie-sklodowskiej st., 41-800 zabrze, poland, with corresponding email: e-mail: (B)(6).